Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. During the night of(B)(6) 2022, the pediatric patient¿s cgm values had been elevated and as the patient has a tandem pump with control iq, the parents allowed the pump to continue to administer corrective boluses through out the night. In the morning, the mother went to get the patient up for school, she found the patient unresponsive, unable to speak, or open her mouth. She was able to open her eyes, but her pupils were dilated. The mother injected the patient with 25 grams of glucagon followed by a bg which was 1.7 mmol/l, but the cgm displayed 17.1 mmol/l. The insulin pump was powered off, the patient gradually regained consciousness and was able to eat breakfast. Approximately an hour after regaining consciousness, the patient started screaming and her eyes closed as she was experiencing hallucinations. The patient was taken to the hospital and was admitted for observation and monitoring of her hydration, oxygenation and heart. IV fluids and normal unspecified medications were administered, and the patient was released after 24 hours. It was suspect the hallucinations were associated with being hypoglycemic for an extended period and receiving the glucagon. At the time of the report, the patient was in healthy condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.